Manufacturer narrative:
The biomedical engineer (bme) reported that the unit shut down unexpectedly and that the monitors are not working or connecting to the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the unit shut down unexpectedly and that the monitors are not working or connecting to the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexpectedly. The monitors were also not connecting to the cns. No patient harm was reported. Investigation summary: multiple attempts were made to collect additional information from the customer. However, no response was received. A review of the history of the serial number identified no other reports of this issue on this device. Based on the available information, a definitive root cause could not be identified. Spontaneous shutdown or spontaneous reboot events or shutdown are usually reported while the cns is monitoring patients and are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 d10: concomitant medical device attempt #1 11/15/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 11/17/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 11/18/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexpectedly. The monitors were also not connecting to the cns. No patient harm was reported.